Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (connector won't latch) has been confirmed.  Upon investigation the monitor was unable to latch with the electrode belt.  The monitor's belt receptacle was defective and was unable to latch with any electrode belt. The root cause for the defective connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to latch with an electrode belt.